Manufacturer narrative:
An event of hypotension and valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received and cine review, the cause of the reported valve migration could not be conclusively determined. Analysis of the pre-procedural CT scan and the angiography showing the procedural implant technique did not demonstrate any obvious potential factors why a late migration occurred. The reported hypotension is likely a cascading effect of valve migration. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was brought back to the catheter lab and a valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2025 using a small flexnav delivery system. The patient's native valve was measured under the following: 19.3mm x 15mm diameter, 382.9mm^2 area, 70.3mm perimeter, and a left ventricular outflow tract (lvot) of 21.9mm. The patient's aortic valve angle was 47 degrees. Pre-dilation was performed with a 21mm balloon. The starting implant depth was 4mm from the non-coronary cusp (ncc). The valve was implanted. The final implant depth was 5mm from the ncc. Post-implant it was noted that the delivery system could not be removed from the non-abbott guidewire. Both were removed from the patient at once. On (B)(6) 2025 a post-procedure echocardiogram showed a high gradient. A subsequent computed tomography (CT) confirmed the valve had embolized to the aortic root. A non-abbott valve was implanted valve-in-valve. Post-intervention, the patient presented with hypotension, renal failure, and infection overnight. Per the physician, the second intervention and subsequent two CT with contrast caused the renal failure. The patient status was unstable.